Event description:
It was reported that a compressor mini connected to a ventilator had no pressure. There was no pt involvement. (B)(4).

Manufacturer narrative:
The reported compressor mini was examined at the hospital by our company rep. One of the fuses was found blown. The main inlet and fuses were replaced and after a successful function check the compressor was returned to service. Further investigation has not been performed but earlier investigations determined that the cause of a blown fuse could be one of a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. (B)(4).